Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported when an asymptomatic patient presented for a routine device check, myopotential oversensing was observed. Noise was reproducible with isometrics. Programming changes were made. Patient will continue to be monitored.